Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a meal correction bolus but did not eat after the bolus was delivered and wanted to reverse the bolus delivery. During troubleshooting with tandem technical support, contact understood that the bolus could not be reversed. Although multiple attempts were made to follow up with the customer to inquire if blood glucose level was impacted, the customer did not respond.